Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due diabetic ketoacidosis to high blood glucose. The customer¿s blood glucose level was 44 mg/dl and 296 mg/dl and current blood glucose level was 263 mg/dl. The customer blood glucose level was 296 mg/dl. The customer was treated with food and pump. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucoses persist. The insulin pump will not be returned for analysis.